Event description:
It was reported that following the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD), manual set-up was performed which resulted in a system impedance of 120 ohms. 25 joule synchronous shock testing was performed, and the delivered shock measured 115 ohms. The physician elected to re-tunnel the electrode, which deceased the impedance to 105 ohms. A 30 joule synchronous shock was performed, which gave an impedance measurement of 95 ohms. However, when defibrillation threshold testing (dft) was performed, the s-ICD was unable to convert the induced arrhythmia with 70 j and 80 j shocks. A single external shock was required to return the patient back to normal sinus rhythm. The physician re-tunneled the electrode again, but the device's conversion failure persisted when dft was re-attempted, requiring two external shocks to convert the patient's arrhythmia. The procedure was halted, and the patient will likely be brought back in for x-ray imaging, further testing, and potential system repositioning. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.